Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding an implantable neurostimulator. The reason for call was caller states the patient's stimulator has been dead for 2 years and does not hold a charge or charge up. The caller states that the patient tried to charge about 6 months ago and had a representative come out and try to charge it or start it back up but it was apparently unsuccessful. The patient was on the phone with the MRI tech at the time of the call. Technical service specialist reviewed possible overdischarge and redirected to healthcare provider. The issue was not resolved through troubleshooting. Agent reviewed MRI eligibility form. Event date was determined as six months ago as that is when it was noted that the pt had attempted to charge ins and found they were unable to charge. Pt needs pelvis scan.